Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. Insulin pump also received with cracked select button keypad overlay and scratched overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and was able to complete rewind. Self-test was passed. Customer also reported cracks and scratches on the keypad. No harm requiring medical intervention was reported. The device will be returned for analysis.